Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: ir supervisor. One (1) 6fr angio-seal device was returned for evaluation. The returned device included the hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. Sheath and locator assembly was returned fully mated and no damages were noted. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 53; arteriotomy locator - d1. As the returned sample does not stay connected when the sheath and locator are mated, the complaint can be confirmed for a sheath and locator connection issue. The exact root cause was unable to be determined. The likely root cause is the connection between the sheath and locator deformed, preventing the components from mating. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. Technologists claim that the arteriotomy locator and sheath of the angio-seal would not click together. They did not use it on the patient and opened another kit. There was no blood loss. Additional information was received on 12sep2025: they did not have date of the procedure available. It was recent case (within the past 2 weeks). The procedure performed was a diagnostic neuro angiogram. The user did not describe difficulty inserting the locator into the hub they just did not hear or feel the locator click into the sheath. There was no audible click on mating. There was no tactile feedback after mating. The number of times they attempted was unknown; however, it was enough to prompt them to open another angio-seal kit. It was never fully mated and did not hear or feel click therefore it was not secure. The locator was never actually inserted into the patient. This issue was found while the technologist was assembling the product on the back table.